Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient contact was advised to continue use of the cycler. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated after treatment was completed and when the patient went to open the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cycler cassette area. The cause of the fluid on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using the cycler on the night of the reported event. The pdrn stated the patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area on the external of the cassette. There were no alarms or warnings prior to or after the leak. The patient contact was advised to continue use of the cycler. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated after treatment was completed and when the patient went to open the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cycler cassette area. The cause of the fluid on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using the cycler on the night of the reported event. The pdrn stated the patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.